Manufacturer narrative:
(B)(4). On the same day this report was received, the patient was hospitalized for the events of abdominal pain and cloudy effluent. The cause of the cloudy effluent and abdominal pain was unknown. On unreported date(s), the patient was treated with cravit intravenously (dosage, frequency, and duration not reported) for the cloudy effluent. The patient was recovering from the cloudy effluent (previously outcome was reported as recovered). It was reported that the patient was not retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritoneal cloudy effluent coincident with peritoneal dialysis therapy. The cause of the cloudy effluent was unknown. The patient visited the hospital for the event. The patient was treated with augmentin (2 tablets, twice a day, orally) for peritoneal cloudy effluent. Dianeal therapy was ongoing. On an unreported date, antibiotic treatment was discontinued as the patient recovered from the event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).

Manufacturer narrative:
(B)(4). After being admitted for the events of abdominal pain and cloudy effluent, on an unreported date, in the previous month prior to this report, the patient was discharged from the hospital. On an unreported date, the patient experienced recurrent symptoms of abdominal pain and cloudy effluent. The cause of the cloudy effluent and abdominal pain was not reported, however, the physician suspected it as peritonitis. Six days prior to this report, the patient was admitted to the hospital for the events of abdominal pain and cloudy effluent. On an unreported date, the patient was treated with cravit (intravenously, 250mg, frequency and duration not reported) for events of abdominal pain and cloudy effluent. It was not reported if the patient was discharged from the hospital. It was not reported if the patient has recovered from this suspected event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.